Manufacturer narrative:
P section b3 "event date" previously reflected (B)(6) 2020, please note that the event date is unknown.p p section d4 "model number" has been corrected from 8881850510 to 8881850558.p p section d4 "unique identifier (UDI) #" has been corrected from&nbsp;(B)(4).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: there was an incident with an infant vaccination whereas they had to ¿push so hard to activate the safety device that the tip of the needle actually broke off¿.